Event description:
A report of difficulty charging was reported. An x ray was taken and showed the patient's lead had pulled down and wrapped around the ipg several times. The ipg turned over in the pocket site, therefore making it unable to charge. The physician relocated the ipg pocket site in addition to replacing one of the leads and ipg. The patient is reportedly doing well.